Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle broke off in abdomen with a bd penneedle¿ 31x8 100. The following information was provided by the initial reporter: during the injection, the pen needle broke off at the base and remained in the abdomen. The patient came to dr. Who asked the diabetes specialist nurse of the diabetes center to help him. Unfortunately, they couldn¿t find the needle that remained stomach. They have to wait now until the needle festered out. According to nurse, the needle was new and not used several times by the patient/ woman. They took a photo of the injection side/ abdomen and she will be happy to send this if it is necessary.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be confirmed and root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that during use the needle broke off in abdomen with a bd penneedle¿ 31x8 100. The following information was provided by the initial reporter: during the injection, the pen needle broke off at the base and remained in the abdomen. The patient came to dr. Who asked the diabetes specialist nurse of the diabetes center to help him. Unfortunately, they couldn¿t find the needle that remained stomach. They have to wait now until the needle festered out. According to nurse,, the needle was new and not used several times by the patient/ woman. They took a photo of the injection side/ abdomen and she will be happy to send this if it is necessary.